Event description:
A malfunction was reported with a code displayed as malf 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was assisted with resetting the pump by technical support, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared.